Event description:
It was reported that during implant procedure, the atrial lead would not fit into the header of the device. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of the atrial lead not fitting into the header was confirmed in the laboratory. The cause was a damaged ring spring which prevented the lead from fully inserting into the atrial port.